Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increased pacing impedance measurements of 1,100 ohms. It was reported that pacing impedance measurements were 600 ohms at implant. Subsequently, intermittent high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.